Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. This device had an event in which an unexpected telemetry error was displayed when the device was interrogated. This message was generated by a history integrity error and did not affect the device functionality. The location of the integrity error was not identified as the reviewed history appeared to be intact. Therapy was available. No further testing was performed.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri). A device replacement procedure was scheduled. During a routine device interrogation, the programmer recorder monitor (prm) displayed an unexpected telemetry error. Technical services discussed rebooting the prm. No further complications were noted. The device was later explanted for normal battery depletion and returned for reliability analysis. To date, no adverse patient effects were reported with this clinical observation.